Event description:
Reportedly, during follow-up performed on (B)(6) 2017, it was not possible to interrogate the device. In the last follow-up the voltage of the battery was 5.1v. The replacement will be performed on (B)(6) 2017. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device suspected a battery issue.

Event description:
Reportedly, during follow-up performed on (B)(6) 2017, it was not possible to interrogate the device. In the last follow-up the voltage of the battery was 5.1v. The replacement will be performed on (B)(6) 2017. The subject device will be returned for analysis.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during follow-up performed on 29 march 2017, it was not possible to interrogate the device. In the last follow-up the voltage of the battery was 5.1v. The replacement will be performed on (B)(6) 2017. The subject device will be returned for analysis.